Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the battery was depleting faster than expected. Additionally, it was noted there is a pd (patient data) error. Technical services recommended device replacement. At this time, the device remains in service. No adverse patient effects were reported.